Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: adverse events that may be associated with the use of ventricular assist devices include death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Current device location is unknown.

Event description:
It was reported (B)(6) by the clinical specialist that patient was found dead in his home by a family member. No additional information was reported.

Manufacturer narrative:
The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.